Event description:
The customer reported that while the unit was in use on a pt, the unit displayed alternating low vacuum and high drive pressure alarms. Therapy was discontinued. No pt injury was reported.